Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty activating the safety mechanism was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged over the needle tip. Microscopic inspection of the sample revealed excess clear material at the needle exit site from the housing. The material fluoresced under ultraviolet light. While the safety mechanism was already engaged upon sample receipt, the material observed on the needle housing was consistent with the adhesive used to assemble the devices and suggested that the safety mechanism was initially adhered to the needle housing. This is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn¿t work. Therefore, the tip of the needle was removed without being stored in base. However, after removal, the operator tried to move the base and could work the safety mechanism. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asbys0128 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn¿t work. Therefore, the tip of the needle was removed without being stored in base. However, after removal, the operator tried to move the base and could work the safety mechanism. There was no reported patient injury.